Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 30 mg/dl. Customer addressed bg by using glucagon. Customer alleged low bg level was due to the pump not suspending insulin due to invalid transmitter ID alert. Customer had inputted transmitter ID incorrectly, resulting in the alert. Reportedly, the customer successfully started a new cgm session.